Manufacturer narrative:
We will not receive the implant back, so we can not make any investigation or conclusions.

Event description:
The screw was stripped but was able to be used. No patient injury, no debris in patient. No delay in surgery.